Event description:
The customer reported continued unicel closed tube aliquoter (ucta) sampling issues and a false positive troponin I (access® accutni+3) result, for one patient, involving the access® accutni+3 reagent used in conjunction with the unicel® dxi 600 access® immunoassay system. An original result of 0.10 ng/ml was obtained. Subsequent testing of the patient's sample, on the same instrument, generated negative results of 0.00, 0.04, 0.00 ng/ml. The customer was uncertain if the original result was released from the laboratory. It is unknown if patient care was impacted. There has been no report of patient injury or change in patient treatment associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) verified proper unicel closed tube aliquoter (ucta) volume delivery for each of the two probes and performed a passing ucta carryover test. The fse did not note any issues with the ucta. The fse verified instrument performance by running a passing system check, high sensitivity system check and a 15-repetition precision test. Service activity performed was verified to meet the specified requirements per established procedures. Results met published performance specifications. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a definitive cause of the incident could not be determined with the available information.